Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that arm 1 kept faulting. The tse instructed the customer to perform a hard power cycle on the patient cart, but the fault reappeared at power up. The tse reviewed the logs and found repeated 23138 faults for arm 1. The customer required all four arms for the procedure. They planned to start with three arms and then swap out patient carts once one become available. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able reproduce the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. Isi has receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. During fa, the reported problem of error 23138 on pitch was confirmed in the field logs and replicated. The usm triggered error 23138 pitch on the system and also during sine cycle on the patient side cart fixture test platform (pftp). For trouble shooting, the pitch chip encoder virtual absolute (cva) printed circuit assembly (pca) flat flex cable (ffc) was reseated but did not fix the issue. After the pitch cva ffc was reseated on the axes controller, arm (aca), the error was no longer triggered and the unit was able to finish sine cycle and passed all fa pftp tests. Based on these findings, fa concludes that the pitch cva ffc to be the root cause of the reported event. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.